Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified pulmonary artery. A 6.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported. The patient condition was good.